Manufacturer narrative:
Manufacturing review: a manufacturing review was not conducted as there was no lot number provided. Medical records review: medical recorded were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed sample evaluation: the product sample was not available. Images have not been provided. Therefore, the alleged failure could not be re produced and the investigation will be closed with inconclusive result. Conclusion summary: as a result of the investigation performed the complaint is inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the current IFU for the vascular product the potential risk was found addressed as the IFU states: 'all complications that have been reported in association with conventional vascular stents and stent grafts may also occur during or after insertion of a fluency plus vascular stent graft. These include (...) Thrombosis (...) Early stent graft occlusion and restenosis'. As a contraindication the IFU mentions: 'functionally relevant obstruction of the inflow path, poor outflow or no distal runoff'. Journal article review: the patient was implanted with a fluency plus vascular stent graft in the left common iliac artery for a laceration. During follow-up, a stent graft occlusion was noted a day after implantation that was due to poor distal runoff. The state of the patient is unknown. Maria ierardi a, kehagias e, piffaretti g, piacentino f, de marchi g, matteo t, ioannou c, tonolini m, magenta biasina a, carrafiello g, tsetis d (2015). Eptfe stent graft in non-steno-occlusive arterial disease: 2 centers retrospective study. Italian society of medical radiology, 121, 482-493. The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus vascular stent products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent products are identified. Accordingly, this event has been determined to be MDR reportable. (B)(4).

Event description:
It was reported in an article in the italian society of medical radiology titled "eptfe stent graft in non-steno-occlusive arterial disease: 2 centers retrospective study," the day after implantation, a patient had an occlusion in a vascular stent graft that was implanted in the left common iliac artery for a laceration. Reportedly the laceration was iatrogen, as a consequence of a balloon dilation of common iliac artery and an in-stent restenosis in external iliac artery. The cause of the occlusion was poor distal runoff. The state of the patient is unknown.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records was not performed. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in the italian society of medical radiology titled "eptfe stent graft in non-steno-occlusive arterial disease: 2 centers retrospective study," the day after implantation, a patient had an occlusion in a fluency plus vascular graft stent that was implanted in the left common iliac artery for a laceration. The cause of the occlusion was poor distal runoff. The state of the patient is unknown.